Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient experienced peritonitis. On an unreported date a peritoneal effluent culture was performed, the result was unknown. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. On an unreported date remedial treatment was started with an injection of vancomycin (1gm, every 5th day, ip), injection of fortum (1g, every day, ip) and an injection of reflin (1g, every day, ip).

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.